Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge/battery lasts less than expected, failed battery test alert, back light anomaly, unexpected battery power loss anomaly, audio/vibrate anomaly/absence anomaly and no delivery alarm due to buttons not responding. Pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to press harder to respond and insulin pump died without warning alarm. The customer¿s blood glucose level was unknown. The insulin pump had unexplained no delivery alert, louder and slower rewind and rejected new batteries. The customer stated that the insulin pump had rainbow and dimmer effect on screen. The insulin pump will not be returned for analysis.